Manufacturer narrative:
A device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 28 jun 2011 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The reported customer complaint of no video image was not confirmed through evaluation of the device. Results of the device evaluation include image blackout, passed dry leak test, corrosion of the pve electrical connector frame, pve electrical pin, ccd circuit board and the shield cover. Cracking of the bending rubber glue at the insertion tube site was also observed. The device was refurbished, cleaned, disinfected, angle adjustments made and returned to the customer. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested and RMA for a eg-2990i (sn: (B)(4)) upper gi video scope for an issue of no video image during a procedure. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.